Event description:
It was reported that the customer had no delivery alarms on the insulin pump. Customer's blood glucose level was 226 mg/dl. Customer stated that the other infusion set would kink the tube, but their current set does not. Customer changed out everything after not receiving any delivery. Customer was not clearing the alarms, which was why he received more than one alarm. Customer's blood glucose level was 226-247 mg/dl on monday. Customer was not getting the insulin he needed and changed everything out. Customer has extreme lows, but has not had to use his back-up plan in over a year. Customer had a low of 49 mg/dl yesterday. Customer gets lows when he does not eat properly. Customer reported that the no delivery alarm was resolved by a complete set change. Customer does not want to return the set or reservoir for analysis. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.